Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise, non-sustain rv oversensing and inappropriate shocks were revealed due to dislodgement. The lead was successfully repositioned. The patient is stable.